Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. The patient had known severe peripheral artery disease, (pad) by CT scan. After ivl, angioplasty and multiple serial dilations a 16fr sheath was able to be introduced. The team encountered heavy push force through the sheath with the 29mm s3 and delivery system. After multiple attempts, the system and valve passed through the sheath but was not able to be fully aligned. The team elected to attempt to deploy the valve utilizing a dual inflation. The valve was positioned in the annulus without issue; however, upon inflation the balloon was found to be ruptured and the valve could not be deployed. The valve and system were withdrawn into the sheath and removed as a unit. Non-edwards closure devices were deployed and angiography revealed occlusion of the external iliac per the team and vascular surgery was consulted. The patient was stable throughout. As per follow-up with the fcs, the loader was able to be fully inserted into the esheath/esheath housing. The dual inflation was clarified as a two stage inflation to mitigate risk of the valve embolizing off the balloon as the valve was not fully aligned onto the balloon. It was also clarified that there was a balloon leak and not a balloon "rupture." The valve alignment was performed in a straight section and difficulty occurred during the fine alignment. There was no difficulty withdrawing the delivery system and the devices were removed as a single unit. It is unclear what the root cause of the balloon leak was. The patient received surgery to treat the occlusion and was stable.

Manufacturer narrative:
Corrected b5. Updated b4, g3, g6, h2, h10, h11. Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. The patient had known severe pad by CT scan. After ivl, angioplasty and multiple serial dilations a 16fr sheath was able to be introduced. The team encountered heavy push force through the sheath with the 29mm s3 and delivery system. After multiple attempts, the system and valve passed through the sheath but was not able to be fully aligned. The team elected to attempt to deploy the valve utilizing a dual inflation. The valve was positioned in the annulus without issue; however, upon inflation the balloon was found to be ruptured. The valve was not deployed due to the balloon "rupture". The valve and system were withdrawn into the sheath and removed as a unit. Percloses were deployed and angiography revealed occlusion of the external iliac per the team and vascular surgery was consulted. The patient was stable throughout. As per follow-up with the fcs, the loader was able to be fully inserted into the esheath/esheath housing. The esheath was inserted at a somewhat steep angle due to patient body habitus. The perceived root cause of the occlusion is unknown as the team used serial dilation, angioplasty and shockwave prior to sheath insertion. The dual inflation was clarified as a two stage inflation to mitigate risk of the valve embolizing off the balloon as the valve was not fully aligned onto the balloon. It was also clarified that there was a balloon leak and not a balloon "rupture." The valve alignment was performed in a straight section and difficulty occurred during the fine alignment. There was no difficulty withdrawing the delivery system and the devices were removed as a single unit. It is unclear what the root cause of the balloon leak was. The patient received surgery and was stable. The team has not decided if they will bring the patient back for alternate access.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint for valve alignment difficulty or inability - fine adjust was unable to be confirmed as no device or applicable imagery were provided for evaluation. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as the user experienced resistance while advancing the delivery system with a crimped valve through the sheath. This suggests that excessive force was applied to overcome the resistance during device insertion, which likely introduced tension in the delivery system. Tension in the system can be introduced through excessive manipulation during tracking or alignment such as torqueing the handle or excessive force during alignment. Therefore, torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. The complaint for balloon leak was unable to be confirmed as no device or applicable imagery were provided for evaluation. Available information suggests procedural factors (high valve alignment forces) likely contributed to the event as the event description reported the user experienced resistance while advancing the delivery system with a crimped valve through the sheath and the 3mensio report revealed calcification in the patient anatomy. Therefore, due to requiring excessive force to overcome the resistance during device insertion and calcified patient anatomy, this may have resulted in high forces on the system during valve alignment, which may result in interaction between the crimped valve and delivery system balloon, leading to damage on balloon prior to thv deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.